Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy. Concurrent conditions included ear pain, frequency urinary, burning sensation, itch, vaginal burning sensation, dysuria, libido decreased, human papilloma virus antibody positive, sexually transmitted disease nos, stomach pain, diarrhea, nausea, epigastric pain, fatigue, headache, weakness, mass, injection site stinging, low back pain, neck pain, shoulder pain, somatic dysfunction, flank pain, stress urinary incontinence, other disorders of intestine, nabothian cyst, stiffness shoulder, smoker, numbness, tingling of extremity and thrombosis. Concomitant products included levonorgestrel (mirena) from (B)(6) 2009 to (B)(6) 2010 for contraception, minocycline from (B)(6) 2014 to (B)(6) 2017 for dysuria, nitrofurantoin (nitrofurant macrocrystals) from (B)(6) 2014 to (B)(6) 2017 for dysuria and uti, famotidine since (B)(6) 2016, omeprazole since (B)(6) 2016 and pantoprazole sodium sesquihydrate (pantoprazole sodium) since (B)(6) 2016 for gerd, mirtazapine since (B)(6) 2015 for insomnia, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and sumatriptan succinate from (B)(6) 2017 to (B)(6) 2018 for migraine headache as well as cetirizine hydrochloride; pseudoephedrine hydrochloride (zyrtec-d) from (B)(6) 2014 to (B)(6) 2017, chloramphenicol (antibiotic), ibuprofen and tramadol since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry vision"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). The patient was treated with metronidazole, sulfamethoxazole; trimethoprim and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, dyspareunia, dysmenorrhoea, vision blurred, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted essure insertion date-(B)(6) 2009 and (B)(6) 2010. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Attention was turned to the left ostium and the essure device was placed in the operative port. The coil was deployed, and three coils were viewed in the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2017: no CT evidence of acute ischemia or infarction. No acute intracranial hemorrhage, edema or midline shift. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uti, dyspareunia, blurry vision, menorrhagia, migraine headache". Most recent follow-up information incorporated above includes: on 12-aug-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression¸ mental anguish¸ bladder or urinary problems or changes, migraine headache, abdominal pain, dysmenorrhea (cramping)¸ dyspareunia (painful sexual intercourse), blurry vision¸ urinary tract infection¸ vaginal infection. Reporter information, medical history, concomitant drug, events onset date, event outcome, essure removal date were added. Essure insertion date were updated. Device category changed from device other event to incident. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic') in a 26-year-old female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy and insomnia. Concurrent conditions included ear pain, frequency urinary, burning sensation, itch, vaginal burning sensation, dysuria, libido decreased, human papilloma virus antibody positive, sexually transmitted disease, stomach pain, diarrhea, nausea, epigastric pain, fatigue, headache, weakness, mass, injection site stinging, low back pain, neck pain, shoulder pain, somatic dysfunction, flank pain, stress urinary incontinence, other disorders of intestine, nabothian cyst, stiffness shoulder, smoker, numbness, tingling of extremity and thrombosis. Concomitant products included levonorgestrel (mirena) from (B)(6) 2009 to (B)(6) 2010 for contraception, minocycline from (B)(6) 2014 to (B)(6) 2017 for dysuria, nitrofurantoin (nitrofurant macrocrystals) from (B)(6) 2014 to (B)(6) 2017 for dysuria and uti, famotidine from (B)(6) 2016 to (B)(6) 2016, omeprazole from (B)(6) 2016 to (B)(6) 2016 and pantoprazole sodium sesquihydrate (pantoprazole sodium) from (B)(6) 2016 to (B)(6) 2016 for gerd, mirtazapine (B)(6) 2015 to (B)(6) 2016 for insomnia, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and sumatriptan succinate from (B)(6) 2017 to (B)(6) 2018 for migraine headache as well as cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d) from (B)(6) 2014 to (B)(6) 2017, chloramphenicol (antibiotic), cyclobenzaprine, ibuprofen and tramadol from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry vision"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with metronidazole, sulfamethoxazole;trimethoprim and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, abdominal pain, urinary tract infection and vaginal infection had resolved and the depression, anxiety, dyspareunia, dysmenorrhoea, vision blurred and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted essure insertion date-(B)(6) 2009 and (B)(6) 2010. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Attention was turned to the left ostium and the essure device was placed in the operative port.the coil was deployed, and three coils were viewed in the right ostium. Plaintiff received treatment for pain,bladder/urinary problems,other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2017: 1. No CT evidence of acute ischemia or infarction. 2. No acute intracranial hemorrhage, edema or midline shift. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uti, dyspareunia, blurry vision, menorrhagia, migraine headache". Lot number:753647 manufacture date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Event outcome updated for urinary tract disorder & vaginal infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 26-year-old female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy. Concurrent conditions included ear pain, frequency urinary, burning sensation, itch, vaginal burning sensation, dysuria, libido decreased, human papilloma virus antibody positive, sexually transmitted disease, stomach pain, diarrhea, nausea, epigastric pain, fatigue, headache, weakness, mass, injection site stinging, low back pain, neck pain, shoulder pain, somatic dysfunction, flank pain, stress urinary incontinence, other disorders of intestine, nabothian cyst, stiffness shoulder, smoker, numbness, tingling of extremity and thrombosis. Concomitant products included levonorgestrel (mirena) from (B)(6) 2009 to (B)(6) 2010 for contraception, minocycline from (B)(6) 2014 to (B)(6) 2017 for dysuria, nitrofurantoin (nitrofuran macrocrystals) from (B)(6) 2014 to (B)(6) 2017 for dysuria and uti, famotidine since (B)(6) 2016, omeprazole since (B)(6) 2016 and pantoprazole sodium sesquihydrate (pantoprazole sodium) since (B)(6) 2016 for gerd, mirtazapine since (B)(6) 2015 for insomnia, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and sumatriptan succinate from (B)(6) 2017 to (B)(6) 2018 for migraine headache as well as cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d) from (B)(6) 2014 to (B)(6) 2017, chloramphenicol (antibiotic), ibuprofen and tramadol since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry vision"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). The patient was treated with metronidazole, sulfamethoxazole;trimethoprim and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, dyspareunia, dysmenorrhoea, vision blurred, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted essure insertion date-(B)(6) 2009 and (B)(6) 2010. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Attention was turned to the left ostium and the essure device was placed in the operative port. The coil was deployed, and three coils were viewed in the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2017: 1. No CT evidence of acute ischemia or infarction. 2. No acute intracranial hemorrhage, edema or midline shift.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uti, dyspareunia, blurry vision, menorrhagia, migraine headache". Lot number:753647 manufacture date: 2010-06 expiration date: 2013-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain/chronic") in a 25 year-old female patient who had essure inserted (lot no. 753647) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, ovarian cyst, insomnia and colposcopy. Concurrent conditions were listed as thrombosis, tingling of extremity, numbness, smoker, stiffness shoulder, nabothian cyst, other disorders of intestine, stress urinary incontinence, flank pain, somatic dysfunction, shoulder pain, neck pain, low back pain, injection site stinging, mass, weakness, headache, fatigue, epigastric pain, nausea, diarrhea, stomach pain, sexually transmitted disease, human papilloma virus antibody positive, libido decreased, dysuria, vaginal burning sensation, itch, burning sensation, frequency urinary and ear pain. Concomitant products included tramadol from (B)(6) 2018 to (B)(6) 2018, sumatriptan succinate for migraine from (B)(6) 2017 to (B)(6) 2018, pantoprazole sodium (pantoprazole sodium sesquihydrate) for gastrooesophageal reflux disease from (B)(6) 2016 to (B)(6) 2016, omeprazole for gastrooesophageal reflux disease from (B)(6) 2016 to (B)(6) 2016, famotidine for gastrooesophageal reflux disease from (B)(6) 2016 to (B)(6) 2016, mirtazapine for insomnia from (B)(6) 2015 to (B)(6) 2016, zyrtec-d (cetirizine hydrochloride;pseudoephedrine hydrochloride) from (B)(6) 2014 to (B)(6) 2017, nitrofurant macrocrystals (nitrofurantoin) for dysuria and urinary tract infection from (B)(6) 2014 to (B)(6) 2017, minocycline for dysuria from (B)(6) 2014 to (B)(6) 2017, nsaids for migraine since (B)(6) 2010, acetaminophen (paracetamol) for migraine since (B)(6) 2010, mirena (levonorgestrel) for contraception from (B)(6) 2009 to (B)(6) 2010, cyclobenzaprine, antibiotic [chloramphenicol] and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry vision"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2011 she experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). Essure was removed on (B)(6) 2018. An unknown time later she experienced back pain ("back pain"). The patient was treated with sulfamethoxazole;trimethoprim and metronidazole as well as surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, abdominal pain, urinary tract infection and vaginal infection had resolved. The outcomes for depression, anxiety, dyspareunia, dysmenorrhoea, vision blurred and back pain were unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure administration. The reporter commented: discrepancy noted essure insertion date-(B)(6) 2009 and (B)(6) 2010. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Attention was turned to the left ostium and the essure device was placed in the operative port.the coil was deployed, and three coils were viewed in the right ostium. Plaintiff received treatment for pain,bladder/urinary problems,other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram head] on (B)(6) 2017: 1. No CT evidence of acute ischemia or infarction. 2. No acute intracranial hemorrhage, edema or midline shift. [Hysterosalpingogram] (date unknown): essure device was successfully occluded ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uti, dyspareunia, blurry vision, menorrhagia, migraine headache". Lot number: 753647, manufacture date: 2010-06 and expiration date: 2013-06. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-jan-2023: no new information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain/chronic") in a 25 year-old female patient who had essure inserted (lot no. 753647) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, ovarian cyst, insomnia and colposcopy. Concurrent conditions were listed as thrombosis, tingling of extremity, numbness, smoker, stiffness shoulder, nabothian cyst, other disorders of intestine, stress urinary incontinence, flank pain, somatic dysfunction, shoulder pain, neck pain, low back pain, injection site stinging, mass, weakness, headache, fatigue, epigastric pain, nausea, diarrhea, stomach pain, sexually transmitted disease, human papilloma virus antibody positive, libido decreased, dysuria, vaginal burning sensation, itch, burning sensation, frequency urinary and ear pain. Concomitant products included tramadol from (B)(6) 2018 to (B)(6) 2018, sumatriptan succinate for migraine from (B)(6) 2017 to (B)(6) 2018, pantoprazole sodium (pantoprazole sodium sesquihydrate) for gastrooesophageal reflux disease from (B)(6) 2016 to (B)(6) 2016, omeprazole for gastrooesophageal reflux disease from (B)(6) 2016 to (B)(6) 2016, famotidine for gastrooesophageal reflux disease from (B)(6) 2016 to (B)(6) 2016, mirtazapine for insomnia from (B)(6) 2015 to (B)(6) 2016, zyrtec-d (cetirizine hydrochloride;pseudoephedrine hydrochloride) from (B)(6) 2014 to (B)(6) 2017, nitrofurant macrocrystals (nitrofurantoin) for dysuria and urinary tract infection from (B)(6) 2014 to (B)(6) 2017, minocycline for dysuria from (B)(6) 2014 to (B)(6) 2017, nsaids for migraine since (B)(6) 2010, acetaminophen (paracetamol) for migraine since (B)(6) 2010, mirena (levonorgestrel) for contraception from (B)(6) 2009 to (B)(6) 2010, cyclobenzaprine, antibiotic [chloramphenicol] and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry vision"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2011 she experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). Essure was removed on (B)(6) 2018. An unknown time later she experienced back pain ("back pain"). The patient was treated with sulfamethoxazole;trimethoprim and metronidazole as well as surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, abdominal pain, urinary tract infection and vaginal infection had resolved. The outcomes for depression, anxiety, dyspareunia, dysmenorrhoea, vision blurred and back pain were unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure administration. The reporter commented: discrepancy noted essure insertion date: (B)(6) 2009 and (B)(6) 2010. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Attention was turned to the left ostium and the essure device was placed in the operative port.the coil was deployed, and three coils were viewed in the right ostium. Plaintiff received treatment for pain,bladder/urinary problems,other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram head] on (B)(6) 2017: 1. No CT evidence of acute ischemia or infarction. 2. No acute intracranial hemorrhage, edema or midline shift. [Hysterosalpingogram] (date unknown): essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uti, dyspareunia, blurry vision, menorrhagia, migraine headache". Lot number: 753647, manufacture date: 2010-06, and expiration date: 2013-06. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: country of incidence corrected to united states of case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain/chronic") in a 25 year-old female patient who had essure inserted (lot no. 753647) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, ovarian cyst, insomnia and colposcopy. Concurrent conditions were listed as thrombosis, tingling of extremity, numbness, smoker, stiffness shoulder, nabothian cyst, other disorders of intestine, stress urinary incontinence, flank pain, somatic dysfunction, shoulder pain, neck pain, low back pain, injection site stinging, mass, weakness, headache, fatigue, epigastric pain, nausea, diarrhea, stomach pain, sexually transmitted disease, human papilloma virus antibody positive, libido decreased, dysuria, vaginal burning sensation, itch, burning sensation, frequency urinary and ear pain. Concomitant products included tramadol from february 2018 to march 2018, sumatriptan succinate for migraine from (B)(6) 2017 to (B)(6) 2018, pantoprazole sodium (pantoprazole sodium sesquihydrate) for gastrooesophageal reflux disease from (B)(6) 2016 to (B)(6) 2016, omeprazole for gastrooesophageal reflux disease from (B)(6) 2016 to (B)(6) 2016, famotidine for gastrooesophageal reflux disease from (B)(6) 2016 to (B)(6) 2016, mirtazapine for insomnia from (B)(6) 2015 to (B)(6) 2016, zyrtec-d (cetirizine hydrochloride;pseudoephedrine hydrochloride) from (B)(6) 2014 to (B)(6) 2017, nitrofurant macrocrystals (nitrofurantoin) for dysuria and urinary tract infection from (B)(6) 2014 to (B)(6) 2017, minocycline for dysuria from (B)(6) 2014 to (B)(6) 2017, nsaids for migraine since (B)(6) 2010, acetaminophen (paracetamol) for migraine since (B)(6) 2010, mirena (levonorgestrel) for contraception from (B)(6) 2009 to (B)(6) 2010, cyclobenzaprine, antibiotic [chloramphenicol] and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry vision"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2011 she experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). Essure was removed on (B)(6) 2018. An unknown time later she experienced back pain ("back pain"). The patient was treated with sulfamethoxazole;trimethoprim and metronidazole as well as surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, abdominal pain, urinary tract infection and vaginal infection had resolved. The outcomes for depression, anxiety, dyspareunia, dysmenorrhoea, vision blurred and back pain were unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure administration. The reporter commented: discrepancy noted essure insertion date-(B)(6) 2009 and (B)(6) 2010. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Attention was turned to the left ostium and the essure device was placed in the operative port.the coil was deployed, and three coils were viewed in the right ostium. Plaintiff received treatment for pain,bladder/urinary problems,other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram head] on (B)(6) 2017: 1. No CT evidence of acute ischemia or infarction. 2. No acute intracranial hemorrhage, edema or midline shift. [Hysterosalpingogram] (date unknown): essure device was successfully occluded ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uti, dyspareunia, blurry vision, menorrhagia, migraine headache". Lot number: 753647, manufacture date: 2010-06, and expiration date: 2013-06. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-jan-2023: no new information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain/chronic") in a 25 year-old female patient who had essure inserted (lot no. 753647) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, ovarian cyst, insomnia and colposcopy. Concurrent conditions were listed as thrombosis, tingling of extremity, numbness, smoker, stiffness shoulder, nabothian cyst, other disorders of intestine, stress urinary incontinence, flank pain, somatic dysfunction, shoulder pain, neck pain, low back pain, injection site stinging, mass, weakness, headache, fatigue, epigastric pain, nausea, diarrhea, stomach pain, sexually transmitted disease, human papilloma virus antibody positive, libido decreased, dysuria, vaginal burning sensation, itch, burning sensation, frequency urinary and ear pain. Concomitant products included tramadol from february 2018 to march 2018, sumatriptan succinate for migraine from march 2017 to march 2018, pantoprazole sodium (pantoprazole sodium sesquihydrate) for gastrooesophageal reflux disease from april 2016 to may 2016, omeprazole for gastrooesophageal reflux disease from april 2016 to may 2016, famotidine for gastrooesophageal reflux disease from april 2016 to may 2016, mirtazapine for insomnia from 09-dec-2015 to january 2016, zyrtec-d (cetirizine hydrochloride;pseudoephedrine hydrochloride) from august 2014 to september 2017, nitrofurant macrocrystals (nitrofurantoin) for dysuria and urinary tract infection from august 2014 to march 2017, minocycline for dysuria from august 2014 to march 2017, nsaids for migraine since december 2010, acetaminophen (paracetamol) for migraine since december 2010, mirena (levonorgestrel) for contraception from july 2009 to december 2010, cyclobenzaprine, antibiotic [chloramphenicol] and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry vision"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2011 she experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). Essure was removed on (B)(6) 2018. An unknown time later she experienced back pain ("back pain"). The patient was treated with sulfamethoxazole;trimethoprim and metronidazole as well as surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, abdominal pain, urinary tract infection and vaginal infection had resolved. The outcomes for depression, anxiety, dyspareunia, dysmenorrhoea, vision blurred and back pain were unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure administration. The reporter commented: discrepancy noted essure insertion date-jan-2009 and 13-dec-2010. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Attention was turned to the left ostium and the essure device was placed in the operative port.the coil was deployed, and three coils were viewed in the right ostium. Plaintiff received treatment for pain,bladder/urinary problems,other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram head] on 01-mar-2017: no CT evidence of acute ischemia or infarction. No acute intracranial hemorrhage, edema or midline shift. [Hysterosalpingogram] (date unknown): essure device was successfully occluded. Lot number:753647 manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 26-year-old female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy. Concurrent conditions included ear pain, frequency urinary, burning sensation, itch, vaginal burning sensation, dysuria, libido decreased, human papilloma virus antibody positive, sexually transmitted disease, stomach pain, diarrhea, nausea, epigastric pain, fatigue, headache, weakness, mass, injection site stinging, low back pain, neck pain, shoulder pain, somatic dysfunction, flank pain, stress urinary incontinence, other disorders of intestine, nabothian cyst, stiffness shoulder, smoker, numbness, tingling of extremity and thrombosis. Concomitant products included levonorgestrel (mirena) from july 2009 to december 2010 for contraception, minocycline from august 2014 to march 2017 for dysuria, nitrofurantoin (nitrofurant macrocrystals) from august 2014 to march 2017 for dysuria and uti, famotidine since april 2016, omeprazole since april 2016 and pantoprazole sodium sesquihydrate (pantoprazole sodium) since april 2016 for gerd, mirtazapine since december 2015 for insomnia, nsaids since december 2010, paracetamol (acetaminophen) since december 2010 and sumatriptan succinate from march 2017 to march 2018 for migraine headache as well as cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d) from august 2014 to september 2017, chloramphenicol (antibiotic), ibuprofen and tramadol since february 2018. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry vision"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In february 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), pain ("chronic") and back pain ("back pain"). The patient was treated with metronidazole, sulfamethoxazole;trimethoprim and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, migraine, abdominal pain, urinary tract infection and pain had resolved and the depression, anxiety, urinary tract disorder, dyspareunia, dysmenorrhoea, vision blurred, vaginal infection and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted essure insertion date-jan-2009 and (B)(6) 2010. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Attention was turned to the left ostium and the essure device was placed in the operative port. The coil was deployed, and three coils were viewed in the right ostium. Plaintiff received treatment for pain,bladder/urinary problems,other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2017: 1. No CT evidence of acute ischemia or infarction. 2. No acute intracranial hemorrhage, edema or midline shift.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uti, dyspareunia, blurry vision, menorrhagia, migraine headache". Lot number:753647 manufacture date: 2010-06 expiration date: 2013-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet documents received; reporter and event back was added and outcome of event vaginal infection was changed to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.